Event description:
The customer reported to philips healthcare that the heartstart mrx had a "charge therapy knob malfunction". There was no patient impact.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.